Manufacturer narrative:
The previously known communication fault alarm was captured under complaint #(B)(4) in catsweb. The complaint was deemed not reportable as the device was still communicating via comm a. The device was also under ide at the time of the complaint. Approximate age of device: 1 year, 10 months. The patient remains on lvad support with no issue reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2018 that the patient¿s lvad support presented with malfunction on system controller, and could not read pump parameters. The submitted log file was reviewed by the manufacturer¿s technical service representative and dual communication faults errors were observed, a communication b fault in addition to a communication a fault. The patient was connected to a system monitor and pump parameters could be observed. There was no interruption in lvad support. The patient was asymptomatic.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump was not returned for evaluation. Analysis of the submitted log files confirmed persistent driveline communication fault alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2018 through (B)(6) 2018. The file captured the pump operating at a fixed speed of 5200 rpm and motor power, calculated flow, and average pi typically ranged from 3.446-3.843 watts, 3.7-4.7 lpm, and 2.2-5.7, respectively. Persistent driveline communication fault alarms associated with comm b were captured from (B)(6) 2018 until 10:32:39am on (B)(6) 2018, at which time the issue progressed to include both comm a and comm b. The failures in both comm a and comm b would have led to the dashed lines observed on the controller. Despite these alarms, there appeared to be no loss of power to the patient¿s lvad. No other atypical events were captured and the pump appeared to function as intended. No equipment was replaced or exchanged. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The hm3 lvas IFU contains information regarding all alarms and provides the proper actions associated with them. This document also lists examples of emergencies, including driveline communication faults, and what actions to take in the event one occurs. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.